Manufacturer narrative:
Explantation not possible.

Event description:
A patient enrolled in an investigator initiated study died approximately 6 weeks following therasphere treatment of causes yet to be determined. Due to the time period and lack of information on the cause of death the principal investigator could not eliminate the relationship with therasphere.